Event description:
It was reported that, after induction and intubation, there was a circuit leak alarm on the anesthesia ventilator. After troubleshooting the ett, a defect in the circuit was discovered, where air was noticeably flowing out of a warped portion of the circuit that had a perforation.

Manufacturer narrative:
It was reported that, after induction and intubation, there was a circuit leak alarm on the anesthesia ventilator. After troubleshooting the ett, a defect in the circuit was discovered, where air was noticeably flowing out of a warped portion of the circuit that had a perforation. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.